Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model. It was noted that the device projected to last 60% of its expected longevity.

Event description:
It was reported that there may be a battery performance issue. It was also reported that the battery was at recommended replacement indicator. The device was removed and replaced. No patient complications have been reported as a result of this event.